Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly with the insulin pump. The customer stated the insulin pump kept going back to priming. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to remove the battery for 11 minutes. They were assisted in clearing any battery out limit and or bolus stopped alerts following pump rest they also received a failed battery test alarm. They were assisted with the rewind and fill tubing process. It was noted that the insulin pump did not exit the rewind complete and bolus delivery loop to complete the fill tubing process. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.